Event description:
Consumer posted that they had used many of these flossers in the past and would save them for a few days to use more than once. "This one breaks as soon as you fold it over to use the tooth pick end." No contact information provided; based on the description, it appears the folder over pick in the handle broke off.